Event description:
The patient was to receive allergy injection. The injection was extremely hard to inject, causing pain and distress to the patient. Also, the needle did not retract into the syringes causing unsafe condition for the patient and nurse. The patient was unable to get the full dose of medication due to the syringe malfunction.what was the original intended procedure?allergy injection.device #1is this a laboratory device or laboratory test?no.